Event description:
The user facility in (B)(6) reported during vitrectomy surgery the cutter did not move well. The cutting rate was reduced and the cutter returned to working as expected. No patient injury reported.